Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and oversensing and pauses were observed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.